Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted right hemicolectomy. According to the reporter: after two firings that worked, the following two did not work. The stapler cut the tissue but the staples did not close. The instrument had been pre-tested prior to use. We know for sure that one of the reloads was attached without the yellow alignment tab in place. Another reload was used to complete the case. There was an unanticipated colostomy performed as a result and add'l application/firing. The colostomy is not permanent. There was no loss of blood and no add'l surgical time beyond 30 minutes.